Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman s/l catheter segment was returned for evaluation and four electronic photos were provided for review. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the identified material puncture/hole issue as a pinhole was noted on the catheter just distal to the catheter hub. Further during functional evaluation, leak was noted on the catheter upon infusion and air was aspirated through the hole upon aspirating the catheter. However the investigation is unconfirmed for the reported catheter fracture issue as no fracture was noted on the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 10/2025).

Event description:
It was reported that some time post chronic catheter procedure, the device allegedly had cracked hub. There was no reported patient injury.